Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: malposition. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with unknown saline breast implants which the right side deflated, and patient also experienced bilateral issue with ptosis and bilateral implant malposition. The issue was confirmed by the physician. As a result patient had bilateral revision mastopexy,and bilateral implant replacement as follow: right replaced with cat#:smpx-440, sn#: (B)(4), and left replaced with cat#:smpx-440,and sn#: (B)(4), and left capsulorrhaphy galaflex on (B)(6) 2019. This report is for the left side.

Manufacturer narrative:
Device evaluation summary completed on 5/18/2020: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Correction: mentor became aware on 5/19/2020, that on initial submission mistakenly reported that the product not received, while device was in possession of mentor. Manufacturer's reference number: (B)(4).